Manufacturer narrative:
Device received with cracked belt clip slot, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. Device passed the displacement. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 489 mg/dl. Customer stated the plastic around the battery cap was broken. The insulin pump will be returned for analysis.